Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the incoming power line fuses. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system was beeping. The viewing station of the imaging system was moved into the operating room (or) and after plugging the system into an outlet, it began to beep. After attempting another outlet the system continued to beep. The site then plugged the viewing station of the imaging system into the imaging system and restarted the system. Once the system powered on, the line power light was out. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.